Event description:
It was reported by the sales rep that the device had exposed wired and was shorting out. No other details regarding the nature of this event were provided. Investigation in progress, but not yet completed.